Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred during an unknown procedure there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to check the lamp life meter and it had over 500 hours remaining. Tac provided the customer with the part number for a replacement lamp. Furthermore, tac advised he customer to reseat the large cable between the cv/clv-190 and the maj-1933 to resolve the b30 error. A follow up was made and the customer confirmed that the issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to corrosion or a foreign material on the electrical contacts of the scope socket. Olympus will continue to monitor field performance for this device.